Manufacturer narrative:
Alleged failure: shaver blade broke and fell off in the joint during a knee arthroscopy. The failure(s) identified in the investigation is consistent with the complaint record. Based on the evaluation of this case the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke. All pieces were removed and the procedure was completed successfully.